Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the long bipolar grasper (lbg) instrument was allegedly ¿cauterized¿ by another instrument. The lbg instrument had thermal damage. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the lbg instrument tips was in close contact with the monopolar curved scissors (mcs) instrument during the procedure. The mcs instrument discharged energy into the lbg instrument. Both instruments were connected properly. When the issue occurred, the instrument tips were not in contact with tissue. There was no patient injury. The instrument tips did not touch any staples, clips or sutures while energized.

Manufacturer narrative:
Isi has not received the mcs instrument and the lbg instrument involved with the alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.